Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. There was a failure to deliver the device due to patient's stenotic vessels. Insertion was aborted with no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Root cause of the issue was patient condition related because the patient had stenotic iliac artery bilaterally and was unable to pass the impella due to a narrowing in the iliac. This report is being filed as part of a retrospective review of historical records.